Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient reported that her cgm displayed a reading of 50 mg/dl. The patient did not perform a fingerstick bg at that time but reported experiencing vomiting and self-suspected diabetic ketoacidosis (dka), which was not medically diagnosed. The patient¿s mother transported her to the hospital on the same day, where a fingerstick bg measured 470 mg/dl. The patient reported that she was using a tandem mobi insulin pump, which was not delivering insulin at the time of the event. The patient was treated with intravenous fluids to lower glucose levels and maintain hydration; however, specific medication details were not provided. At the time of reporting, the patient described feeling ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.